Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the tubing separated from the luer lock connection. Reportedly, the customer believed it became "untwisted". The customer's blood glucose level was not impacted. It was noted that the luer lock connection was tightened and insulin delivery was resumed.